Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited possible loss of capture (loc) and undersensing on the rv channel. It was noted that low amplitudes were observed in daily measurements. Technical services recommended cardiology follow up and to evaluate the rv lead. This pacemaker and (B)(6) rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).